Event description:
An lma classic did not hold inflation during patient use. The mask was inserted into the patient and the cuff lost air and began to deflate. The mask was immediately removed and replaced with another lma classic. There was no patient problem or incident.